Event description:
It was reported that the balloon catheter became entrapped on the guidewire. This ranger paclitaxel-coated pta balloon catheter 4.0 x 100mm, 80cm was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was in the left superior femoral artery, was severely calcified, had moderate tortuosity, and was 99% stenosed. During the procedure, the balloon became stuck on the non-boston scientific guidewire. The balloon and guidewire were removed as one unit, and once outside the body, the guidewire was still not able to be removed from the catheter. The procedure was completed with a different device. There was no patient injury.